Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the incident occurred in an osteotomy of proximal tibia case. The torque limiting screwdriver could not make the final tightening of all seven screws. The surgeon tightened all the screws at the surgeon¿s discretion. There was no patient harm was reported and the surgery was not prolonged. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the "fauf" of article was checked. No discrepancies could be found. According to the device history records the whole lot was manufactured according to specifications and documented in the inspection certificate. The torque was checked with force measurement device and was found to be compliant. Parameter was evaluated with screw ring gauge true to size, but strongly rounded edges due to usage. The hardness was checked with hardness tester and hardness corresponds to specifications. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Therefore, the complaint is invalid from a mfg standpoint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device returned for evaluation, an evaluation is currently in progress. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.